Event description:
It was reported that the patients incision site was not healing properly and a stitch had popped at the pocket site. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced, and the pocket site was wash out. The explanted ipg will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.